Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer. Product ID: 97745, serial/lot #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient wanted to have the controller replaced. The patient stated that on saturday ((B)(6) 2018), they had to take out the battery pack and do a reset because the screen froze, which had occurred previously. By removing the battery and reinserting it to reset the controller resolved the frozen screen. The controller had not been dropped or gotten wet. The screen kept freezing, so it had to keep being reset. The patient also state that in (B)(6) 2018 the patient went to the screen to adjust stimulation and the controller decreased stimulation by itself, which had not happened since. The patient was shocked that this occurred. They were also able to adjust stimulation to where they wanted it. Another time, in (B)(6) 2018, the screen went very dark (almost black) and they could hardly see the screen. The screen issue had resolved and had not happened since. No symptoms were reported. No furth ER complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: programmer, patient. Analysis found no anomalies with controller ((B)(4)). All fdr, fdc, and fdm applied to pli controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.